Manufacturer narrative:
It was indicated that this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted in a dilated heart. The lead was implanted successfully, however, there was a lot of redundant lead left at the header. At the follow-up appointment, there was intermittent capture of the lead. It was determined the lead had dislodged. As a result, this lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.